Manufacturer narrative:
The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery alarm test. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states their pump is not delivering insulin. The customer states they left the emergency room with a blood glucose level of 127mg/dl or 137mg/dl, but when they checked their levels they were 393mg/dl. The customer's blood glucose level at the time of hospitalization was over 600mg/dl. The customer declined to troubleshoot the pump and would like it replaced. The customer was advised the pump would be replaced and returned for analysis.